Event description:
Resident rolled off shower bed. Laceration to forehead, to emergency room for few sutures and returned to facility. Upon investigation after event occurred and equipment was inspected, it was determined that the pin was loose and not positioned correctly in lock of shower bed. Pin was not securely inserted all the way through. All shower beds were inspected by maintenance and pins replaced.